Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the prosthesis implanted in 2012 by dr. (B)(6), after 5 years the patient comes to the hospital again where a rx picture shows the modular neck fracture. The neck is an arvv1 long and the stem was a profemur l. All other parts of the implant are described above. Two rx pictures are attached. The patient weight is (B)(6) kg, he is not too big. He is (B)(6) years old and he doesn't practice any sports, his maxim activity is walking.